Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 three-way stopcocks were returned for evaluation. A non-edwards 8fr introducer with non-edwards contamination shield was located on the catheter body between 38 cm and 90 cm proximal from the catheter tip. The introducer and contamination shield were removed for evaluation. Leak testing was performed and all through lumens were patent without any leakage or occlusion. The balloon inflated clear and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Balloon inflation test was performed using returned syringe with 1.5 cc air. The complaint of back flow from hub issue and leakage issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that medicinal solution (propofol) flow back was observed from the hub during use. It is unknown which hub it was. There were no patient complications reported

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.